Event description:
It was reported that the patient's seizures have increase following a vns setting increase. Vns settings were lowered again but patient is now scheduled for a prophylactic generator change. No surgery has occurred to date. Attempts for further info have been unsuccessful to date.